Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event on (B)(6) 2018 and not on the customer reported event date of (B)(6) 2018. This confirms the reported event. As part of routine service during testing, the device was examined and found physical damage and the driveshaft exhibiting binding and resistance. This observation is unrelated to the reported event and is attributed to normal wear and tear due to the age of the device. Upon customer approval, the processor board and the damaged part will be replaced, a clutch plate deburring will be performed. Following this, the platform will be further functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform ((B)(4)) displayed a system error, out of service, revert to manual CPR message on the display screen. The user was unable to resolve the issue. The issue occurred during shift check, no patient involvement.